Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2011-00363, and #3005099803-2011-00364 for a description of the other devices. This report is for the third device. It was reported to boston scientific corporation that a optiflo injection needle device was intended for use for hemostasis, during a procedure. According to the complainant, the needle did not retract properly during testing. This needle also did not extend properly, during the procedure. They took a second optiflo injection needle device, and this also did not retract. A third optiflo injection needle was tested outside of the patient, and this would not retract. They were able to complete the procedure with another company's needle. No patient complications were reported as a result of this event. However, the patient's condition after the procedure was not available.